Manufacturer narrative:
Investigation results: based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting, causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out). As a result, the balloon would not remain inflated. The harvester went through total four btt short ports with the same results. The harvester put a stopcock on the fourth btt short port and used it to complete the procedure. The hospital did not report any patient complications. This report is for the first device.